Event description:
Head came off in mouth- oral-b power oral care refills [device breakage] product counterfeit- oral-b [product counterfeit]. Case narrative: consumer via phone stated that while cleaning her teeth, the head came off in her mouth. No injury was reported. 4-nov-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 5-nov-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head came off in mouth- oral-b power oral care refills [device breakage]. Case narrative: consumer via phone stated that while cleaning her teeth, the head came off in her mouth. No injury was reported.